Manufacturer narrative:
(B)(4). Approximate age of device- 27 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital with suspected gastrointestinal bleeding. The patient''s hematocrit level was 25% upon admission. The patient''s anticoagulation was held and hematocrit level trending up on its own without transfusion or intervention. The patient''s hematocrit level is currently 27%. No further interventions have been done or are planned to be completed. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.